Event description:
It was reported that the device exhibited a software failure error - the main speaker alarm did not sound, and it resorted to a backup alarm. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A primary audible post alarm was revealed in the event history log. Functional testing was able to verify and duplicated. It was determined that the inoperable speaker was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.